Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. In addition, it was reported that the customer experienced a low blood glucose (bg) level (60 mg/dl). Reportedly, low bg's are due to the customer not eating. Customer drank juice to stabilize bg levels.

Manufacturer narrative:
The failure investigation has been completed and the alleged cgm issue was verified. Functional testing was performed and no failure was identified related to the reported low bg issue.